Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported in a retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure, tissue overgrowth occurred. The target stricture was due to neoplasia located in the mid common bile duct. An rx ws permalume 10 x 40 stent was implanted to treat the stricture. Eight months later, a planned removal procedure was performed; however, the stent was unable to be removed as the removal device failed to grab the stent. Tissue overgrowth was noted, but not deemed severe. Two months later, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The previously noted overgrowth was now deemed severe. An unk sized "2nd sems" was placed through the initial rx ws permalume 10x40 stent to treat the overgrowth. Eight months later, surgery was planned to treat the pt's known malignancy. The stents were removed. No add'l pt complications were reported.